Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the lens was broken in cartridge and no patient impact was reported. Additional information has been requested. There are three medical device reports associated with this report. This is 3 of 3.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the intra ocular lens (iol). No cartridge was returned. Lens received outside of the lens case, wrapped in medical gauze. Solution is dried on the iol. One haptic is broken or torn and is returned adhered to the optic surface. The other haptic has loose fibers adhered to its surface. There are fibers adhered to the optic with solution. We are unable to determine the root cause for the reported complaint lens broken in cartridge. One haptic was observed to be broken. No cartridge was returned, due to this, we are unable to complete a thorough investigation to determine a root cause. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4), h.10 reflects all related report numbers associated with this product event that have been submitted at this time.